Manufacturer narrative:
(B)(4). Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 168 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump passed self test. Customer was able to clear the alarm. The insulin pump will be returned for analysis.